Event description:
Keypad button presses do not activate intended pump response. The pt reported that the keypad buttons do not respond with every buttons press, and then when the buttons do respond, the cursor scrolls through the screens. She noted that this has occurred about a dozen times in the past month. The pt confirmed that the keypad is not peeling; denied exposing the pump to water or cleaning products; and stated that she wears the pump clipped to her waistband.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.